Event description:
Additional information showed the patient recovered without sequela on (B)(6) 2012.

Event description:
It was reported that the patient developed an infection at the neurostimulator pocket site. Patient symptoms included itching, redness, seeping, and pain at the surgical revision incision site. The patient was given keflex. The event was ongoing.

Manufacturer narrative:
Lead: model 3889-28, lot# v913867, implanted (B)(6) 2012, explanted unk; programmer: model 3037, serial# (B)(4).